Manufacturer narrative:
A company rep examined the system and was unable to replicate the reported issue. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. No samples were returned for in house eval, and the root cause of the customer reported event is unk. (B)(4).

Event description:
A healthcare professional reported that during surgery, there was no reflux function available. The system was switched out resulting in a delay of 15-20 minutes. The surgery was completed and no pt injuries were reported.